Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision washer. The technician was informed that as the washer door was closing, the employee subject of the event stuck their hand in the washer to adjust the rack. The employees hand became trapped between the door of the washer and washer's threshold causing them to cut their finger and the reported event to occur. The technician inspected the washer, including both of the door sensors and found the unit to be operating according to specifications. No issues with the function of the washer was identified and the unit was returned to service. The root cause of the reported event can be attributed to user error as the employee should not have stuck their hand in the washer as the door was closing. The reliance vision washer operator manual states (pg 1-1): "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." While onsite, the technician counseled user facility personnel on the proper use and operation of the reliance vision washer specifically, keeping their hands and fingers away from the door while in motion. No additional issues have been reported.

Event description:
The user facility reported an employee obtained an injury while operating their reliance vision washer. Medical treatment was sought and administered.